Event description:
It was reported that ???/hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On the day of the event, the patient had not heard an alert, or looked at his cgm app or tandem device. He became confused and his speech was garbled prior to losing consciousness. The patient was found by his grandson who called emergency medical services (ems). However, ems was cancelled as the patient regained consciousness and was able to ingest orange juice that was provided by his grandson. Per a review of the clarity data by the patient¿s physician, the cgm had multiple sensor errors/no readings that started 2-3 hours before the event and the tandem pump continued to administer basal insulin dose to the patient which lead to the hypoglycemic event. The patient was unable to recall the cgm or bg values at the time of the event. The patient was not taken to the hospital and recovered at home. At the time of the report, the patient was doing okay. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found.

Manufacturer narrative:
(B)(4).